Event description:
It was reported the patient experienced a shocking or jolting sensation. About an hour previous to this report, it was stated the patient felt a strong 'zap' when leaving a store. It was noted the patient checked their device to ensure it was still on. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v484484, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).